Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that bedside nurse noticed some leaking around IV site during assessment. PICC nurse noticed that IV catheter is completely severed from the hub. Md ordered removal of retained catheter via interventional radiology (ir). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported via medwatch: midline to right-upper arm leaking. Upon examination, the catheter was found to be half sheared/cracked) at base. Lactated ringers infusion, continuous IV fluid replacement therapy.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter is confirmed and was determined to be use-related. One catheter from an 18 ga powerglide pro attached to extension tubing was returned for evaluation. An initial visual observation showed blood use residues throughout the returned powerglide pro catheter. A circumferentially aligned split was observed just distal of the green luer at a kink in the tubing. A microscopic observation revealed an overall elliptical shape of the catheter at the split site. The split was observed to have a granular fracture surface along one side of the break site and a shiny, reflective fracture surface on the side of the break site that pulled apart during microscopic observation of the device. The catheter broke completely during microscopic observations. One edge of the break site appeared to have ¿c¿ shaped impressions leading to the split site. Observations of the returned catheter appeared to align with damage caused by flexural fatigue, or cyclic kinking of the catheter. Additionally, the damage location suggested that catheter securement, access and maintenance techniques may have contributed to the failure. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that bedside nurse noticed some leaking around IV site during assessment. PICC nurse noticed that IV catheter is completely severed from the hub. Md ordered removal of retained catheter via interventional radiology (ir). No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that bedside nurse noticed some leaking around IV site during assessment. PICC nurse noticed that IV catheter is completely severed from the hub. Md ordered removal of retained catheter via interventional radiology (ir). No other information was provided.